Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2021-03054. This report is submitted on november 24, 2021.

Manufacturer narrative:
This report is submitted on october 19, 2021.

Event description:
Per the surgeon, the device was explanted (unknown date) for unknown reasons. Further information is being sought as to the reason for the explant, the device that was explanted and if the patient was re-implanted.